Event description:
A customer in (B)(6) reported a (B)(6) cefoxitin screen result for a staphylococcus aureus patient strain in association with the vitek® 2 ast-p634 test kit (reference 415671 lot 7340872403). The customer stated the ast-p634 card results obtained were cefoxitin screen (B)(6), and (B)(6). The cefoxitin disc diffusion and mastelex (pbp) test confirmed the isolate was (B)(6). Vitek testing was not repeated. Per the customer report, there is no evidence that the (B)(6) result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A biomérieux internal investigation was initiated following a customer report of obtaining a false positive cefoxitin result for a staphylococcus aureus strain (isolate 19m41398) when using the vitek® 2 ast-p634 test kit, lot 7340872403. No repeat testing was performed with the vitek 2. Alternate testing, a cefoxitin disc and mastalex test, indicated the strain was (B)(6). The customer isolate was no longer available for submittal. The customer did provide raw data. Graph review of the customer raw vitek 2 data showed growth occurred in the cefoxitin screen well at approximately six (6) hours. There was no evidence of contamination in the card. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-p634, lot #7340872403, met final qc release criteria for cefoxitin.